Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was patella femoral pain and no patella in primary knee. Dr (B)(6) implanted a patella and did an insert exchange. Outcome successful. No further info given by both surgeon or hosp.